Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 538 mg/dl at the time of incident. The customer's blood glucose was 415 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer stated that he was close to diabetic ketoacidosis and he was vomiting. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the insulin continued to drip after letting go of the act button during prime process. The customer stated that there was no compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin did not continue to drip after changing the infusion set and reservoir. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.